Event description:
Related manufacturer reference number: 2017865-2021-33132. It was reported the asymptomatic patient presented for an unrelated procedure. Upon pre-operation device check, it was observed the atrial lead was oversensing noise, which lead to inappropriate automatic mode switch. During the procedure, it was visually observed the patient's right ventricular lead had insulation damage. Both leads were capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.